Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced blood glucose fluctuations after reconnecting to the ilet following several days off therapy and reverted to multiple daily injections during travel. An initial low glucose of 32 mg/dl was overtreated with oral glucose, leading to hyperglycemia reported at 489 mg/dl and a subsequent rebound low. The user then performed a factory reset and requested additional training on using ilet with their diet. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included minor illness/impairment and the need for unexpected medical intervention with medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem, and associated the event with improper or incorrect procedure or method; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.